Manufacturer narrative:
(B)(4).

Event description:
During the index procedure one endeavor sprint was implanted in the lad. The patient suffered a stroke/subarachnoid hemorrhage approx 15 months post index procedure. The investigator assessed the event as not related to the study device. The patient recovered.